Manufacturer narrative:
Of the 334 allegations of a malfunction, 216 pumps were returned to animas and investigated. Of the investigated pumps, 186 were found to be malfunctioning due to deterioration of the display. During investigation for unrelated complaints, there were 217 additional failures found. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 334 malfunction events. A review of the events indicated that the one touch ping model pump experienced dim or discolored display screen. These reports were received from various sources. The patients associated with this allegation ranges from 87-19 years of age and between "290 and pounds". Of the reported patients, 143 were male, 190 were female, and 1 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 85 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.